Manufacturer narrative:
According to the description of the event, a flexible screwdriver was deformed during use. The product in question is available for an optical examination. It is apparent that the tip of the screwdriver is deformed/ is twisted. It is known that the issues with the screwdriver occurred during use / intraoperatively. However, there was no health impact on the patient. The surgery was finished with the product in question. There was no need for an alternative product. The manufacturing documents and the material certificates of the flexible screwdriver were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the screwdriver. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The screw driver is in use for over 10 years. Therefore, it is safe to assume that the product had to withstand several forces during this period. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "allen key deformed. The operation was completed without any disadvantages for the patient." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery was finished with the product in question. There was no need for an alternative product.